Manufacturer narrative:
Additional information was added in d9, h3, h4, h6, h11. H4: the lot was manufactured in march, 2024. H11: the actual device was received for evaluation. Visual inspection was performed, and particulate was identified inside the package. The reported condition was verified. The cause of the condition could not be determined; however, the cause was likely due to the variations of the manufacturing and/or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) vented micro-volume inlets had particles. The particles were found on either the device or inside the packaging. This was observed when setting up the compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.